Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. No additional patient information was available. The customer declined further assistance and the request for the additional information. The customer indicated that tandem technical support would be contacted if the issue occurred again. Customer did not contact tandem technical support regarding the reported issue.